Event description:
On 08/16/1999, the facility's vascular surgery team leader informed the manufacturer's (MFR.) Sales rep of the following: during an attempt to declot a graft, the catheter burst. A second catheter was obtained and also burst. Both devices were discarded. No further details were provided.